Event description:
It was reported that upon initiation of a routine hemodialysis treatment, the patient began experiencing sneezing, and swollen and itchy eyes. The operator discontinued treatment without performing rinseback of the patient's blood, resulting in an estimated blood loss of 210cc. The patient was administered benadryl and solumedrol. No additional medical intervention was required.

Manufacturer narrative:
This reported blood loss is attributed to the operator not performing rinseback of the patient's blood. The user's guide provides adequate instructions for performing an emergency rinseback in the event, the patient's blood needs to be returned quickly. Facility staff attributed the patient's reported symptoms to sensitivity to the dialyzer. Evaluation of the returned cartridge found no problems. The actual cause of the patient's symptoms cannot be determined, however, itching is a common and anticipated event during routine dialysis. The nxstage cartridge and dialyzer is a singe use gamma sterilized disposable. Facility staff reported that the operator replaces 1l of ns used to prime the dialyzer with 1l of new ns prior to treatment, which is considered common practice in hemodialysis. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.